Manufacturer narrative:
(B)(4). Approximate date of the event is (B)(6) 2014. The minicap was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge from a minicap was completely separated from the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.